Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board. The device then passed all testing. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display there was no report of pt involvement.